Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 and the insulin was not exiting through the tubing. The blockage was in the tubing. No further information available.